Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the patient experienced palpitation, discomfort in the chest, and cardiac tamponade from perforation. It was also reported that the patient experienced insecurity, restlessness, hot flashes, substantial sweat, sharply decreases of blood pressure, feeling of dyspnea, and bradycardia. After extracting the tip of the rv lead, the physician could not find a site with good threshold measurement with several attempts. Extraction and retraction of the rv lead tip was made repeatedly around the same site. During the manipulation, there was a moment that the tip moved as if sinking into the myocardium, and measurement after ten minutes indicated failure of rv lead. As measurements of low threshold and high sensed wave were obtained at the following manipulation, the rv lead was implanted. After the rv lead was implanted, cardiac tamponade was diagnosed and bleeding noted via ultrasound test. Treatment for cardiac tamponade was performed. Drainage was performed by pericardial puncture, and there was no increase of the bleeding amount after performing drainage. The device was connected to the implanted rv lead, and no further patient complications have been reported as a result of this event.